Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited chronically high thresholds, undersensing and a possible capture issue. The rv lead remains in use. No further patient complications have been reported as a result of this event.